Manufacturer narrative:
This report is submitted on december 5, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance from onset. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. During explantation, it was discovered that the electrode had migrated out of the cochlea. The patient was reimplanted with another cochlear device during the same surgery.